Event description:
Doctor reported that the top of the filter deployed, but the legs caught in the spline and would not deploy as intended. After much catheter manipulation, the filter deployed in the intended location. There were no adverse pt consequences.